Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Event description:
Related MFR report: 3006705815-2020-30527.

Event description:
Related MFR report: 3006705815-2020-30527. Additional information received identified the patient's entire scs system was replaced. Reportedly, the patient's leads had fractured. Effective therapy was restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided when the evaluation is completed.

Event description:
Related MFR report: 3006705815-2020-30527. It was reported the patient's scs system stimulation would decrease without prompting. The patient noticed her pain came back, the patient attempted to turn therapy strength up, but it would go back down to 0. Upon system diagnostic invalid lead impedance was found. Surgical intervention may be taken to address the issue.